Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel of the limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, when the balloon was inflated at 20 atmospheres, it ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in good condition.